Manufacturer narrative:
Conclusion: based on inspection and test results, we believe the reason for the implant's failure is closely related to the pt's medical condition, bruxism. In addition, no problem was found during device history record review, and no similar failure has been previously reported.

Event description:
Product was returned as an implant failure after 3 yrs and 1 month. Based on the reported, bone condition of the pt was described as good and oral hygiene was described as good. The pt has a medical history of bruxism. Surgery was one stage with single prosthetic attachment on tooth #13. No bone augmentation material was used. The doctor indicated that the pt was a heavy grinder of his teeth, and he kept grinding the crown of the implant down until he eventually put so much force on it that the pt fractured the implant.